Event description:
Reportedly, the catheter tip became separated during the removal of thrombus. Surgical intervention, which consisted of opening the vein, allowed for the successful retrieval of the detached tip. No pt injuries were reported as a result of this event.